Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope, bradycardia and had a fall. Testing was performed and loss of capture and noise were noted on the right ventricular (rv) lead. The lead was reprogrammed, and then capped and replaced. No further patient complications have been reported as a result of this event.